Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The service engineer (se) confirmed the reported issue. Illumination failure in the green power on/off led was confirmed by operational check so power switch overlay was replaced and resolved the issue. The unit was checked overall, cleaned and functionally tested. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation.

Event description:
The customer reported a faulty light emitting diode (led) indicator. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm.